Manufacturer narrative:
All the information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint file in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device showed two vt/vf episodes, which thought to be caused by t wave oversensing. The device was reprogrammed; hence, lead was still implanted.